Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample not returned.

Manufacturer narrative:
This complaint was reopened since the device was returned for evaluation on 7/15/14. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cpbcjl serial number (B)(4), product code 82-3844. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; some clear liquid was noted inside the valve, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested according to test method, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3844 with lot number cpbcjl, conformed to the specifications when released to stock on the 15th march 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
No sample was returned for evaluation therefore it was not possible to investigate the complaint. The complaint could not be verified. The lot number was cpbcjl; product code was 82-3844. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device product code 82-3844, lot number cpbcjl, conformed to the specifications when released to stock on the 15th march 2013. No root cause could be determined since no sample was returned for evaluation. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was originally implanted via s-p shunt on (B)(6) 2013 to the patient with subarachnoid hemorrhage who was (B)(6). After the implantation, the surgeon found that the ventricles of the patient's brain became large and the fluid did not flow by pumping. The pressure setting of the valve could not be changed as well. Since the narrowed subarachnoid cavity was observed, the surgeon decided to conduct the revision surgery via v-p shunt on (B)(6) 2014. At the revision surgery, the surgeon tried pumping the valve and its surface did not get back to the original position after removing the proximal catheter. The surgeon suspected the occlusion of the valve and replaced the proximal catheter and valve with the new products.